Event description:
While travelling in a van the mother of this client smelled something burning and saw smoke coming from the chair. She pulled over and no injuries are reported.

Manufacturer narrative:
A cable to the electronics on this chair had ecently been serviced. The cable was not properly routed as shown in the service manual. The cable was cut which allowed contact of the inner wires to a metal surface. There was not a fire but there were sparks and smoke where the wire touched the chassis. These components are self extiguishing and therfore no combustion coud occur. The chair was built according to specification when it was distributed the cable was mis-routed by a non permobil service tech.